Manufacturer narrative:
Below are the analysis test results. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was performed 3 times with a dry lead, and found to be within specifications. {a known good lead was inserted and withdrawn 3 times into the connector port. Insertion spec: =3.0 lbs. Withdrawal spec: =2.0 lbs. Results: insertion=0.53, 0.55, & 0.57 lbs; withdrawal=0.51, 0.53, & 0.50 lbs.}. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient being implanted with a neurostimulator (ins). The rep reported that the physician had trouble inserting the lead into the battery header. The physician pushed a little harder and still was not able to insert lead into header fully. The physician then removed the lead from header, cleaned the tip and tried again. The physician then used a torque wrench to loosen the set screw and tried again. With some force, the lead went into the header fully, and the physician saw blue in all windows including at the end. Impedance was performed and there was an open circuit on all four combinations which included electrode 0. The rep stated that they adjusted amplitude to 2.5, pulse width to 360 and tried again to no avail. The rep reported that new 3058 battery was then opened and used. The impedance results were normal with new ins. No further complications were anticipated/reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported, device received back to medtronic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further follow up information received from the manufacturer¿s representative clarified that "physician saw blue in all windows including at the end" issue as, on the distal end of the lead, there are silver and blue markings which are inserted into the header block of ins battery. When fully inserted, the blue contacts should show themselves in between the contact points of the header and also at the proximal end of the header, which they did. This is not a sign of damage or malfunction and this was normal.

Manufacturer narrative:
The manufacturer representative (rep) clarified their statement about seeing "blue in all windows", and stated that this is normal, and they did not mean to indicate damage or malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the statement ¿physician saw blue in all windows including at the end¿ was not a sign of damage or malfunction. The rep stated that this is normal when the lead is fully inserted, to see the blue contacts showing in between the contact points of the header and also at the proximal end of the header. The rep stated that patient weight was unknown. No further complications were anticipated/reported.